Event description:
Report received stating that the foot broke off during a craniotomy to remove a brain tumor. The surgeon noticed the foot of the attachment broken and missing when he removed it after completing the cut but continued and closed up the procedure without trying to retrieve the broken piece. There was no injury reported, no additional bleeding occured, and x ray confirms that the piece is still in the patient's head. There was no additional treatment and no second surgery performed to remove the broken foot. The surgeon is recommending leaving the piece in the patient's head. There is no serial number available as the attachment was thrown away. Medwatch report (B)(4) received on (B)(6) 2012, included the following information: "pt with large intracranial mass was taken to the operating room where she had a craniotomy to respect the tumor. During the procedure, the neurosurgeon realized a small piece of the drill footplate dislodged into the pt's cranial space. The part of the brain being operated upon is vascular and prone to bleeding, causing the surgeon to focus more on creating hemostasis. The surgeon irrigate and sunctioned the environment; and though he sunctioned the fragmented footplate out of the cranial cavity. Not until the routine postoperative MRI was metal fragment discovered. In the pt's best interest, the frament was left in place."

Event description:
Report received stating that the foot broke off during a craniotomy to remove a brain tumor. The surgeon noticed the foot of the attachment broken and missing when he removed it after completing the cut but continued and closed up the procedure without trying to retrieve the broken piece. There was no injury reported, no additional bleeding occurred, and x ray confirms that the piece is still in the patient's head. There was no additional treatment and no second surgery performed to remove the broken foot. The surgeon is recommending leaving the piece in the patient's head. There is no serial number available as the attachment was thrown away.

Manufacturer narrative:
User facility medwatch report received from FDA on (B)(4) 2012, included additional information summarized in this report.

Manufacturer narrative:
Product event summary: report confirmed based on photographs of damaged attachment. No conclusion can be drawn regarding the cause of the failure as the device was not available for further evaluation. Device identification information was unavailable. (B)(4) was initiated to investigate the root cause. The user manual contains the following warning "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff." We will continue to monitor this complaint type for trends. (B)(6). (B)(4).